Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse confirmed the hgb daily check failures and replaced the hgb chamber due to what appeared to be build up inside the chamber, resolving the event. (B)(4).

Event description:
The customer reported hemoglobin (hgb) daily check failures on a unicel dxh 800 coulter cellular analysis system; hgb incomplete (non-numeric results) were recovered. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.